Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous right superficial femoral artery. The sterling monorail was advanced for post-dilation. Upon the first inflation, the balloon ruptured at 6 atmospheres. The procedure was completed with a different device. There were no pt complications reported and the pt's condition is reported as "good".

Manufacturer narrative:
Pt: 18 years or older. The complaint device was not returned for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).